Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 2032227-2010-80602.

Event description:
The customer stated that she was found unconscious, on the side of the road, by the police. The police called the paramedics, and the customer was treated for a low blood glucose reading of 27 mg/dl. The customer stated that she was driving home when she began to feel disoriented. The customer was wearing the sensor and received an alarm, but she was too disoriented by that time. Nothing further was reported.